Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin did not cause any injuries or was not swallowed [no adverse event] felt a foreign metal object in mouth...5 mm long metal pin from the inside of the oral-b pro cross action brush head [device breakage], brush head is now significantly looser - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that he felt a metal foreign object in his mouth and spat it out. It was a 5-millimeter-long metal pin from the inside of the oral-b pro cross action toothbrush head. The metal pin did not cause any injuries/was not swallowed, but the oral-b toothbrush head was now significantly looser. No injury was reported.